Event description:
Additional information was received reporting that anticoagulation was held for a period of time.

Manufacturer narrative:
B5. Additional event description added. D4. Serial corrected.

Event description:
Additional information confirms that the patient survived at the time of explant following review of the survival outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was provided in b5 (event description) and d6b (date of explant) based on the new information received.

Event description:
Clinical narrative: an impella 5.5 device was inserted via a direct right surgical approach in a 58-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. The patient¿s comorbidities were unknown. The patient¿s urine output remained greater than 30 ml/hr and was noted to be concentrated and amber in color. Additional contributing factors included a brilinta loading dose administered approximately 48 hours prior and ongoing anticoagulation with bivalirudin for ECMO and impella cp support. The patient remained on impella support. The reported hematuria may reflect the combination of anticoagulation therapy and altered renal perfusion associated with cardiogenic shock and mechanical circulatory support. Contributing factors included a brilinta loading dose approximately 48 hours prior and continuous bivalirudin anticoagulation for ECMO and impella cp support.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 and h6 updated with additional information.

Event description:
An impella 5.5 device was inserted via a direct right surgical approach in a 58-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), classified as scai shock stage d. The patient¿s comorbidities were unknown. During impella 5.5 support, the patient¿s urine output remained greater than 30 ml/hour and was described as concentrated and amber in color. Additional contributing factors included a brilinta loading dose administered approximately 48 hours prior and ongoing anticoagulation with bivalirudin in the setting of ECMO and impella cp support. The reported hematuria may reflect the combined effects of anticoagulation therapy and altered renal perfusion associated with cardiogenic shock and mechanical circulatory support. While on support, on march 30, the bedside nurse reported acute changes in neurologic status. The patient was taken for computed tomography (CT) imaging, which demonstrated an acute-on-chronic subdural hematoma. No intervention was performed. The reported patient injury was documented as cerebrovascular accident (cva)/stroke, with no further information available. The patient remained on impella support. Neurologic events in this clinical context may be influenced by critical illness, acute myocardial infarction with cardiogenic shock, mechanical circulatory support, and systemic anticoagulation, including recent antiplatelet therapy and ongoing bivalirudin use.

Manufacturer narrative:
Additional information has been provided in b5 based on the new information received. Corrected information were provided in d3, d10 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that the pump has not been explanted yet ¿ the site has made a note to keep the device once removed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.